Manufacturer narrative:
Method: product was not returned to the manufacturer. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.

Event description:
Customer purchased the knee brace and wore it over her jeans and was fine. She later started wearing the brace against her skin. Once she started wearing the brace against her skin, the skin reacted with redness and blisters. The condition was treated with prednisone which helped relieve the condition.